Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombosis and a specific cause for the reported elevated ldh cannot be conclusively determined. He patient, who was not a candidate for pump exchange secondary to a longstanding history of noncompliance, was admitted for elevated ldh and clinical findings consistent with device thrombosis. The event occurred in the setting of patient deferring recommendations for lovenox bridging in the setting of subtherapeutic inr levels. The patient remained ongoing on vad support. Hemolysis and thrombus are listed in the instruction for use (IFU) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. Section 6 of the IFU, entitled ¿patient care and management¿ outlines the use of anticoagulation therapies and recommended inr levels. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 months, 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that the patient was subsequently admitted in (B)(6) 2018 with elevated lactate dehydrogenase (ldh) and clinical findings consistent with pump thrombus. Unfortunately, this event occurred in the setting of patient deferring recommendations for lovenox bridging in the setting of subtherapeutic international normalized ratio (inr) levels. Patient did undergo treatment with tissue plasminogen activator (tpa), which produced a temporary improvement in ldh levels. He has been maintained on aspirin, brilinta and eliquis for anticoagulation after previously deferring further treatment with coumadin. Patient was not a candidate for pump exchange secondary to longstanding history of noncompliance. No other alarms, malfunctions, or adverse events were noted.